Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified mid left circumflex artery. Pre-dilatation was performed with a 3.0 x 12 mm dilatation catheter. A 2.5 x 12 mm mini vision was advanced to the lesion and the stent implant was deployed. There were no issues inflating or deflating the balloon, however, there was resistance removing the device from the anatomy, although it was able to be removed. It is unknown what caused the resistance. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.